Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 7, 2006, the lay user/patient contacted lifescan alleging that his one touch basic meter was displaying his blood glucose result as control. The medical affairs specialist (mas) sent a letter on september 13, 2006, since the patient cannot be reached by telephone. The following information was obtained from the customer care advocate's documentation. In 2006, the patient obtained a blood glucose result of "141 mg/dl control," which indicated that the blood sample was too small, smeared, or another drop was added after the test began; however, the customer care advocate (cca) verified that the patient was using correct testing/cleaning techniques. Following the test, the patient took his morning insulin (unspecified type/dose) based on the "141 mg/dl" and had food/drink. Two hours later, the patient passed out when he attempted to test on his meter a second time. The patient stated that he tested on his meter before and during his symptoms; however, he was unable to remember the readings. By noon, the pt was taken to the emergency room and was treated with IV glucose. The pt did not provide any blood glucose results obtained at the emergency room. The patient also alleged that, the meter was reading inaccurately high when he got the "141 contrl" meter reading and was displaying "not enough blood." It is unclear when the patient obtained the "not enough blood" message. It would be helpful to obtain the following: how much insulin the patient took after obtaining the reported meter reading, when he had food/drink following the use of the meter, and the patient's blood glucose results at the emergency room. This complaint is being reported due to the following conclusion: the reported issues were unresolved through troubleshooting over the phone. The patient took his insulin based on his meter reading and two hours later he passed out. The meter, test strips, and control solution were replaced.